Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device ran at 70,000 rotations per minute in reverse. It was also observed that the device was heating up, the console displayed an e6 error and the device shut down. It was determined that all of these issues were due to the motor going bad on the device, which was indicative of an overheated motor. Therefore, the reported condition was confirmed. The assignable root cause was determined to be misuse and/or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device started to smoke and then would no longer function. According to the report, ¿after completion of the femur¿, the surgeon proceeded to drill the tibia. Halfway through the tibia, it was observed that smoke was coming from the drill and then the device would no longer function. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.